Event description:
It was reported that an asymptomatic device dependent patient presented with noise on the right ventricular lead. It was also noted that the noise led to inhibition of pacing. The noise was not reproducible through isometrics. The lead was capped and replaced on (B)(6) 2017. The patient was stable throughout the procedure.